Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the 840 ventilator had a blank screen. There was no pt involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced touchframe pcb. The unit passed extended self-testing.